Event description:
A patient was in surgery for lead placement. During lead insertion, the doctor made several attempts to properly enter the epidural space with the epidural needle and guide the lead towards the desired location. The needle tip was deformed and lead seal damaged. The needle and lead were replaced.